Event description:
Physician was attempting to deliver one integrity bare metal stent to a lesion but the stent dislodged. The patient was treated with another device. No clinical sequelae reported.

Manufacturer narrative:
Evaluation results: inherent risk of procedure ¿ (stent dislodgement). (Root cause of the event could not be determined). Device not returned for evaluation. (No results available since no evaluation performed) - device or procedural images not provided for review. Evaluation conclusions: inherent risk of procedure ¿ (stent dislodgement). (Root cause of the event could not be determined). (B)(4). Event date requested but not provided.